Event description:
The international distributor ((B)(4)) reported an issue encountered with the saddleloop device during use. The clinician reported that the tensioner came off the tubing. The report stated another package of the same device was used instead to complete the procedure. There were no patient complications reported as a result of the alleged issue. The device was discarded and not returned to the distributor or manufacturer for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. A possible root cause of the reported issue would be insufficient adhesive used; however, this could not be confirmed with no devices returned. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition